Event description:
It was reported that during a vats lobectomy procedure, the (B)(4) trocar sleeve was unexpectedly broken when used on the patient. It was not reported how the procedure was completed. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.